Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the alarm printed circuit board (pcb), pressure transducer, and needle valve as a precaution. The fsr informed the customer that the oscillator is due for a (B)(6)year preventative maintenance. The device is operating to service specifications at this time. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator starts up on its own and when it is started, the oscillator stopped light and alarm are present. When the mean airway pressure (map) is lowered below 14 cmh2o, the unit makes a loud sound. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a 3100a alarm board printed circuit board assembly (pcba), a 3100a pressure transducer power board assembly, and two 3100a needle valve assemblies, and evaluated the devices. An evaluation of the alarm board pcba found no faults or issues and the reported issue was not duplicated. An evaluation of the pressure transducer power board assembly found it to be functioning normally and the reported issue was not duplicated. An evaluation of the needle valve assemblies found them to be functioning normally and the reported issue was not duplicated.